Manufacturer narrative:
This unknown pacemaker will not be returned to boston scientific; therefore, technical analysis cannot be conducted.

Event description:
It was reported that during a routine follow-up, this unknown pacemaker was interrogated and was found to be in safety mode. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information received from the field indicates this unknown device was explanted and replaced on (B)(6) 2024. However, the serial number of the explanted device is not available, as the customer has indicated that it was not provided. Besides intervention, no other adverse patient effects were reported. Product return is not expected.

Event description:
It was reported that during a routine follow-up, this unknown pacemaker was interrogated and was found to be in safety mode. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.